Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-485 a patient isolate (proteus mirabilis) was misidentified as escherichia coli. The user verified the final result using bacterial culture noting swarming on the agar. No health impact or consequence reported.